Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent an unspecified breast reconstruction with 475cc artoura breast tissue expander experienced postoperative left-sided tissue expander deflation. The physician suspected deflation upon physical examination. As a result, the patient underwent explantation on (B)(6) 2020. Furthermore, off-label use of the device was noted as tissue expanders are not intended for use beyond six months.